Event description:
It was reported that a distal locking screw head stripped out toward the end of titanium trochanteric fixation nail (tfn) procedure. Screw remains implanted in far cortex because of unsuccessful attempt to remove. Surgical delay was 20-30 minutes. Procedure completed without further incident. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.